Manufacturer narrative:
(B)(4). The device was reported to be available for evaluation, but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue cap used on the catheter end of the minicap transfer set was detached. The issue was noted when the transfer set was being unpacked from the shipping box. There was no patient involvement. No additional information is available. This is report 1 of 2 involved in this event.

Manufacturer narrative:
(B)(4). A batch review was conducted, and there were no deviations found related to this reported condition during the manufacture of this lot. As the sample was not returned, a device analysis cannot be performed. Should additional relevant information become available, a supplemental report will be submitted.